Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Although the device had several good months without ov erheating¿which even led the physician to request that we close the report¿yesterday we received a new report indicating that the device has started to overheat again. It was noted they will remain attentive to any further developments.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had burned skin because the recharging system overheated during the recharging of the ins battery. The burning sensation was noted to be located at the device pocket. The patient mentioned that they recharge the device three times a day and that when doing so, they place a pillow and foam cushion over the antenna. The device impedance values were checked and all were in good condition (below 4000 ohms). The recharging system was examined and showed no apparent physical damage (it was not broken, there were no exposed wires, and there were no visible impacts). An attempt was made to recharge the device and there were no errors or difficulties. It was only tested for five minutes, but the device did not overheat during that test. The patient's programs were adjusted and the cycling mode was activated to optimize the battery so that recharging would not need to be done daily or multiple times a day. The patient was advised to not cover the antenna with cushions or foam during recharging. The issue was not resolved. The healthcare professional would have additional information in march 2026. The skin burn was considered a temporary injury. Photographs were provided showing the burn.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown. Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). From the very first notification of the incident, multiple measures were undertaken in an effort to mitigate the overheating issue. The device programming was adjusted from a highly robust configuration to a simpler one, and key parameters such as frequency and pulse width were reduced. Additionally, cyclic mode was activated as part of these efforts. Further actions included decreasing the recharge rate within the patient controller. While these adjustments contributed to a reduction in the level of overheating observed in the charger, they have ultimately proven insufficient, as the issue has now reappeared. In light of this, a decision has been made to replace the equipment with a new unit in order to prevent the possibility of another incident like the one previously experienced.

Event description:
Additional information was received from the manufacturer representative (rep) stating after a recent discussion with the attending physician and subsequent evaluation of the patient, no further adverse effects or overheating-related issues have been observed. The patient's condition has remained stable, with no recurrence of the previously reported symptoms. The rep noted that "in light of this favorable outcome, the physician has recommended discontinuing the report initiated earlier, as it is no longer considered necessary to pursue the matter further."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Although it was decided to replace the device, this has not been carried out. Therefore, the patient still has the old charger in their possession.